Event description:
Event description cpi representative experienced difficulties performing the intrinsic measurement test with this ventak av implantable cardioverter defibrillator (ICD). There was a pacing pause of 5 seconds which required stat pacing to officially end the test.